Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that there is consistent issues with the bd smartsite needle-free valve leaking.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking needleless connector could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21035557 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that there is consistent issues with the bd smartsite needle-free valve leaking.